Manufacturer narrative:
The investigation is still in progress. However, if additional relevant information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the video system center had the power turned off and the power button does not stay on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.